Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and mildly calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and patient's condition was good.